Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a procedure for a device upgrade, low atrial sensing was observed. The patient had not come in for follow-up since 2015. The atrial lead was capped and replaced on (B)(6) 2020. The patient was stable.